Manufacturer narrative:
Analysis and results: there are no previous complaints of this code batch of which we manufactured and mostly distributed in the marker 11,712 units. There are 36 units in stock in b. Braun surgical's warehouse. We have received two open and used samples. Both sutures are with rests of blood and in consequence cannot be analyzed. Without closed samples a proper analysis cannot be performed. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill usp/ep and b. Braun surgical requirements. Knot pull tensile strength results before releasing the product were 2.45 kgf in average and 2.27 kgf in minimum and fulfilled ep requirements. Remarks: as indicated in the instructions for use of the product: "when working with novosyn® suture materials great care should be taken to ensure that the use of surgical instruments, such as forceps and needle holders, do not cause any crushing or crimping damage to the suture material". Final conclusion: in spite of receiving a defective sample, without closed samples a suitable analysis cannot be performed. Nevertheless, we take note of this incidence and if any closed sample is received in the future, we will re-open the case and analyse it. We regret any inconvenience this issue may have caused and thank you for your collaboration. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
If additional information becomes available a follow-up report will be submitted.

Event description:
It was reported an issue with novosyn suture. The client reported that during a pyloroplasty by laparotomy, the thread became loose during use. The thread is tapered when passing the wall which made it thinner and more fragile with breakage of the thread by creating a knot. Risk of thread breakage and risk of infection of the deep surgical site. Use of a second suture that has reacted in the same way.